Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -17.50/1.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2020 the lens was removed due to low vault. A longer length lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.